Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The cause was not determined but the physician suspected a potential micro dislodgement. The patient underwent surgical intervention to replace the lead. The physician experienced difficulties upon removal. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 7 cm from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcification on the lead tip and helix and cut marks in the insulation. Laboratory analysis confirmed the high capture threshold allegation and difficult to remove allegations. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The cause was not determined but the physician suspected a potential micro dislodgement. The patient underwent surgical intervention to replace the lead. The physician experienced difficulties upon removal. No additional adverse patient effects were reported. The lead was returned for analysis.